Event description:
The surgeon reported the trocar cannula came apart. The trocar cannula was inserted in the eye and was working okay but felt tight. The surgeon used forceps to remove the cannula and the yellow sleeve stayed in place while the blue hub came off. The surgeon stated nothing fell into the eye. The yellow sleeve was removed without incident. No pt injury was reported.

Manufacturer narrative:
The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. This report was mailed to FDA on: 05/08/2009.